Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not charge a battery) has been confirmed. Upon investigation, there was liquid contamination on the battery board. The cause for the failure was isolated to the contaminated battery board and thermally damaged u13 on the bedside board. The root cause for the contamination was ingress of an unknown liquid . The root cause for the damaged u13 could not positively be identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem will not charge a battery.